Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. An error code related to the device's ac power was observed. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device evaluated by third-party service center.

Manufacturer narrative:
It was previously reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. An error code related to the device's ac power was observed. Additional information received from the repair evaluation states that the cooling fan assembly, machine flow sensor, muffler assembly, tubing-system pca, tubing-blower chassis, and tubing-low flow o2 were replaced due to contamination. The internal battery door was replaced due to damage. The air inlet foam filter was replaced as it was missing. The device was serviced, inspected, and passed all tests.